Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, on the second firing, some of the staples in the reload did not completely close while being fired across gastric tissue. The procedure was completed with same like device. There were no adverse consequences to the patient.